Manufacturer narrative:
H10: internal complaint reference (B)(4) .

Event description:
It was reported that, during an arthroscopic procedure, the turbovac wand was "expired" on its first use . Surgery was completed with a back-up device instead. There was a surgical delay of more than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned instrument shows no manufacturing abnormalities. The electrode has been used. Bio debris is present. Product was out of the original packaging and no packaging returned. A functional evaluation was performed on the returned device and found that an e7 error was generated when the wand was connected after the controller was powered on. When used with a bypass box, coagulation and plasma were generated as intended. The resistance measured at 1.27 ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with reuse of a single use device. Factors that could have contributed to the failure include previous use, the use limit of the wand had been reached or connecting and disconnecting the wand from the controller after power has been turned on. Based on this investigation, the need for corrective action is not indicated.